Event description:
The customer originally returned his evis lucera bronchovideoscope due to the insertion tubing having collapsed. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the flexible tube coating was peeling. This report is being submitted to capture the peeling coating confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, the user's report was confirmed. The insertion section of the serpentine was crushed. Additionally, as noted in b5, the coating on the serpentine was peeling off. It was also noted that the bending angle was insufficient due to the angle wire having been elongated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the device was manufactured. Based on the results of the investigation, it can be assumed that the defect was caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.